Event description:
It was reported that a patient came for a pacemaker (pm) replacement procedure, both right atrial (ra) and right ventricle (rv) leads were not able to be removed from the header of the pm. The physician concluded that both leads became frozen. During the procedure, the ra lead was able to be removed without destroying the header however, the rv lead still failed to be removed. The physician had made a hole by carefully drilled a cavity and the screw of the rv lead was slowly pushed out of the header. Both rv and ra leads were continued to be used without any anomalies or damage and were successfully connected to a new pacemaker implanted. The patient had no consequences with the procedure.

Manufacturer narrative:
Manufacturer narrative: the reported event of could not remove the v-lead from the header was confirmed. Final analysis revealed there was blood accumulation in the connector port zones. The blood in these areas had a bonding effect between the inside areas of the connector port and the surfaces of the lead body. This prevented removal of the lead. Blood was most likely not cleaned from the proximal end of the lead before insertion into the connector by the physician at time of implant. Corrected data: report type was corrected from serious injury to malfunction.

Event description:
It was reported that a patient came for a pacemaker (pm) replacement procedure, both right atrial (ra) and right ventricle (rv) leads were not able to be removed from the header of the pm. The physician concluded that both leads became frozen. During the procedure, the ra lead was able to be removed without destroying the header however, the rv lead still failed to be removed. The physician had made a hole by carefully drilled a cavity and the screw of the rv lead was slowly pushed out of the header. Both rv and ra leads were continued to be used without any anomalies or damage and were successfully connected to a new pacemaker implanted. The patient had no consequences with the procedure.